Event description:
Reference medwatch 1219856-2009-00061 for the first event involving the same patient. It was reported by the customer that after removing the first intra-aortic balloon (iab), the second catheter was inserted. The md connected the catheter to the pump, but the correct balloon volume was not displayed and showed "5 cc." The md then removed the iab catheter and replaced with a new catheter so the patient could be treated immediately. A third iab was used with success. The pump used was an acat 1 plus, serial number 070704a.